Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported events could not be conclusively determined through this evaluation. The account submitted a log file for review. The system controller event log file contains data from 29aug2020 at 19:42:51 through 30aug2020 at 8:55:53. Transient pi events were observed throughout the log file, resulting in momentary decreases in speed per design. The pump appeared to function as intended. The account communicated that the patient was started lysis therapy. According to the account, the patient is stable, and the pump is working as intended. The patient remains ongoing on heartmate 3 lvas. The heartmate 3 lvas IFU lists hemolysis as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 18aug2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer's report number: 2916596-2020-04422. It was reported that the patient was having low speed and low flow. The patient has an heartmate 3 lvad and rvad. On (B)(6) 2020, the was 0 lpm flow on the rvad. Speed was increased to improve rvad flow and lysis therapy was started which increased flow. Further increase in flow following repositioning of the patient. The patient was stable and both pumps were working as intended.